Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulty removing the supera from the guide wire was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported difficulties. It may be possible that during removal of the supera delivery system post stent deployment, the clearance between the guide wire lumen of the supera and outer surface of the guide wire became reduced due to anatomical conditions resulting in the devices becoming frozen together. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 70% stenosed and moderately calcified de novo lesion in the right popliteal artery. The non-abbott embolic protection filter wire was unable to be removed from the 5.0x80mm supera self-expanding stent system (sess) after deployment. The stent delivery system and the wire were removed as one unit. There was no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.